Event description:
It was reported that this brady lead was explanted due to loss of capture. A new lead with same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted with reason unknown. A new lead with same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the cause for loss of capture of the explanted lead was micro dislodgment. Moreover, the hospital had the possession of this lead.

Event description:
It was reported that this brady lead was explanted with reason unknown. A new lead with same model was implanted. No additional adverse patient effects were reported.